Event description:
Add'l event date 11/95. Rptr has his 2nd pt break a fixation. The 1st occurred in approx 1989. A 2nd fixation broke on a pt about 2 weeks ago. Both represented metallurgical failure.